Event description:
When the device was pulled from the case, the tech felt that the inner corner of the pouch may have been peeled back and was not sure if the seal was actually opened. As they were not 100% sure of the integrity of the seal, they decided not to use the device and they discarded the device in the package following the procedure. They cannot recall if the perforation on the box was in tact at the time the device was pulled from the shelf. The staff and the rep speculate that perhaps the device had been pulled for another case and possibly they had started to open it, but then changed their mind. However, just to be safe, they went ahead and reported it to cordis.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.